Manufacturer narrative:
Device evaluation summary: the returned pump was subjected to external and internal visual examinations, as well as, functional and electronics testing. The evaluation determined that the cause of the reported issue was due to an electrical short. Based on the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed during a pump refill procedure. A catheter access port (cap) study was performed and the catheter later appeared to be patent. On (B)(6) 2016, another reservoir volume higher than expected in the pump was observed. The pump was explanted on (B)(6) 2016. It was further reported that the fluid felt sluggish when aspirated from the pump reservoir post-explant. There were no patient effects reported and the device was returned for evaluation.